Manufacturer narrative:
Hill-rom service technician inspected the bed and found that the welding on the side rail arm had broken. The technician replaced the side rail. The most probable cause for the side rail arm to break is mechanical damage. No further action is required. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. A search of the hill-rom maintenance records shows that the last preventive maintenance was performed november 2011.

Event description:
Hill-rom received a report from a user facility stating right head side rail is broken and will not latch in the up position. There was no pt/user injury reported. (B)(4).